Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a cochlear implant procedure, it was observed that the motor device was running hot. It was reported that the device was successfully tested during pre-surgery set up. It was reported that there was a ten minute delay in the surgical procedure in order to obtain a spare device. It was reported that the surgery was completed successfully; and that the patient was not affected. It was reported that the device was in use for about 40 minutes before the issue was observed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.